Event description:
It was reported that the asymptomatic patient presented for post operation check. Upon interrogation, the right atrial lead exhibited sensing anomaly and loss of capture. Chest x-ray was performed and revealed the lead had dislodged. On (B)(6) 2017, the lead was repositioned successfully. There were no complications prior, during, and post operation.